Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended and patient needs a magnetic resonance imaging (MRI) compatibility type of device. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two months ago from date manufacturer was made aware.